Manufacturer narrative:
The softcomponents of the housing are worn down heavily. Therefore, moisture enter the insulin pump and destroy the pump electronics and the buttons. The problem mentioned by the customer is related to careless handling of the product.

Event description:
On (B)(6) 2014, it was reported that the check button on the patient's infusion device was not functioning. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.